Manufacturer narrative:
Findings: unit passed operating currents, self-test, off no power, unexpected restart error test and basic occlusion test. However, excessive no delivery alarm during displacement test due to unknown dried substance on motor slide. Unit received with minor scratched display window. Unit received with cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that they had excessive no delivery alarm during basal. Customer's blood glucose at time of incident was 150 mg/dl. The customer reported they are unable to troubleshoot at time of call because he has change the set and reservoir. The customer does not want to return the set and reservoir for analysis. The customer was advised to call when the alarm occurs in order to troubleshoot. The customer stated the pump will shut off in the middle of the night with no delivery alarms. The customer's father called to say they feel the pump is not working and wanted to get a replacement. The customer was advised to revert to backup plan and pump will be replaced.